Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed; no issues were noted. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found with the device. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2057 (pumping fluid over temperature) alarm. The patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.